Manufacturer narrative:
(B)(4) = vegetations on all three leaflets. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned; therefore, the vegetations reported on the valve could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 9 years. Through follow-up with the health-care provider, it was learned that the explant was due to prosthetic aortic valve endocarditis, aortic insufficiency, and aortic stenosis. According to the operative report, the patient had an ascending aortic aneurysm; therefore, he was referred for replacement of the ascending aorta, as well as redo aortic valve replacement. Tee showed trivial to mild aortic insufficiency. Upon inspection, there were vegetations on all three leaflets of the prosthesis noted, both on the aortic and the ventricular surface. The vegetations extended into the annulus. It was uncertain as to whether or not there was a perivalvular leak in the noncoronary sinus. The vegetation was removed and sent for gram stain culture, (B)(6). The valve was replaced with another edwards bioprosthetic valve.